Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions." Number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2014 due to allegations of pain caused by a metal-on-metal implant. No further information has been provided. This report is based on allegations set forth in plaintiff's complaint and the allegations therein are unverified.

Manufacturer narrative:
(B)(4). This report is being submitted to relay additional information. Concomitant medical products - biomet taperloc femoral stem catalog#: 11-103203 lot#: 745960, biomet m2a magnum taper adapter catalog#: 139252 lot#: 985980, biomet m2a magnum acetabular cup catalog#: us157852 lot#: 596430. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-04858 & 2017-01482).

Event description:
Patient's legal counsel reported that patient underwent a hip revision procedure approximately seven years post-implantation due to pain, metallosis, component loosening and a lack of mobility. This report is based on allegations set forth in plaintiff's complaint and the allegations therein are unverified. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was confirmed through review of medical records. There are warnings in the package insert that this type of event may occur and associated risks are addressed in risk documentation. Device history report was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Additional information received in revision operative notes indicated patient underwent a revision procedure approximately seven years post implantation. Operative findings showed femoral head was significantly protrusion within the acetabulum. It was noted cup was grossly loose and there was a huge void with the protrusion. Stem was found to be well fixed. Head and cup were removed and replaced.

Manufacturer narrative:
The information contained within this report does not alter previous investigation conclusions. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Additional information received in revision operative report indicated the patient was revised due to acetabular protrusion and aseptic loosening. During the procedure, the femoral head was noted to be significantly protruding into the acetabulum, there was gross loosening of the acetabular cup, a significant medial breech of the acetabulum, and solid fixation of the femoral stem. Also noted was a significant amount of capsular granulation tissue within the joint. The acetabular cup and femoral head were removed and replaced and the bone voids were grafted with bone chips. Attempts have been made and no further information is available.